Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by critical care nurses in an online survey that a nurse stated that an adverse event was experienced as a result of the chair session, this being, none while using arctic sun 5000 with pads large (l). Additionally, a nurse stated that the patient experienced other associated adverse events, patient shivering, and the medical intervention was cold bath. While using arctic sun 5000 with pads neonatal. Additionally, a nurse stated that the patient experienced other associated adverse events, patient shivering, and the medical intervention was, cold bath. While using arctic sun 5000 with pads large (l) . Additionally, a nurse stated that an adverse event was experienced as a result of the chair session, this being, pressure ulcer while using arctic sun 5000 with pads small (s).